Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device delivered an inappropriate shock due to atrial flutter and over-sensing. The patient was admitted to the hospital and underwent an atrial flutter ablation procedure. The following day a boston scientific representative provided assistance with a new auto set up on the device and all vectors where captured. The rep advised that morphology changes were noted and provided recommendations on additional testing needed. The device remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device delivered an inappropriate shock due to atrial flutter and over-sensing. The patient was admitted to the hospital and underwent an atrial flutter ablation procedure. The following day a boston scientific representative provided assistance with a new auto set up on the device and all vectors where captured. The rep advised that morphology changes were noted and provided recommendations on additional testing needed. The device remains implanted. No additional adverse patient effects were reported.